Event description:
The customer stated that she was hospitalized with high blood glucose levels and chest pain. The customer stated that she changed the infusion set after the hospitalization and her blood glucose levels continued to elevate. The customer also had ketones. The customer stated, she was getting repeated no delivery alarms as well. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the customer to try using a different infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window, cracked case near display window corners noted during visual inspection. The insulin pump passed all functional tests.